Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo was reviewed and the indicated failure mode for additive abnormality was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality. The photo showed a clump of concentrated clotting solution as a result of a rundown additive defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum, white additive was seen inside of one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum, white additive was seen inside of one tube. No adverse impact was reported regarding the patient or user.